Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check, it was found the implant was mobile or spinning and reimplanted on the same day, after 1 day implant failed.